Event description:
It was reported that a patient underwent a supraventricular tachycardia cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and post procedure the bwi product analysis lab revealed that the peek housing was broken with internal components exposed. Before the actual operation, a magnetic sensor issue/error was displayed. A second device was used to initiate and complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that the peek housing was broken with internal components exposed; since the damage observed was not reported it could be related to the handling and/or shipping after procedure; however, this cannot be conclusively determined. No other damage was observed. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The damage in the peak housing is unrelated to the reported event. A manufacturing record evaluation was performed for the finished device [31084564m] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).